Manufacturer narrative:
The last relevant calibration was performed on 29-apr-2026, and signals were found within expected ranges. Specific qc recoveries for all levels were not provided on the date of event. The qcs before the event were within the specified ranges. Per product labeling, "initially reactive or borderline samples giving cutoff index values of = 0.90 in either of the redeterminations are considered repeatedly reactive. Repeatedly reactive samples must be confirmed according to recommended local testing algorithms which include confirmatory tests like hiv-1/hiv-2 differentiation assays, hiv nucleic acid testing (nat) and immunoblot." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." "Controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." The investigation was unable to determine a specific root cause. It was determined that no product problem was found.

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The qc was within range on the date of the event. The customer is not using rack adaptors for the 13 mm tubes, which can lead to improper pipetting. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hiv combi pt result from the cobas e 411 analyzer (disk system) for 1 patient. The initial result using a serum sample was 12.72 coi (reactive). Another result using a serum sample was 12.66 coi (reactive). The result using a plasma sample was 0.209 coi (non-reactive). Confirmation testing was not completed.